Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The trek and balance middleweight are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and remove were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficulty to position or remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally (B)(4) unused devices were returned. The (B)(4) devices from (B)(4) unique lots were tested; all (B)(4) devices passed the visual, dimensional and functional test. Based on the information review, the analysis of the return, the review of the manufacturing records and similar incident analysis, there is no indication of a product quality deficiency.

Event description:
It was reported that while attempting to preload the trek balloon dilatation catheter (bdc) over the balance middleweight universal (bmwu) guide wire, resistance was met and the bdc seemed to drag during the advancement attempt and while attempting to remove the bdc from the guide wire. It was noted that a second trek bdc was attempted and met the same type of resistance. There was no reported patient effect. A third unspecified bdc was successfully used in the procedure without the noted issue of resistance. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.